Manufacturer narrative:
Retained testing was unable to be performed due to receipt of complaint beyond the dating of the product. There were no similar complaints against this lot. Customer did not want to provide any add'l info on the actual dates that testing was performed. The first pt received 29 units of rbcs and many components. The second pt received 6 units of rbcs. The third pt received 4 units of rbcs. The fourth pt received 14 units of rbcs. Two of the pts were transfused ahg crossmatch compatible units that were antigen negative. These pts developed add'l antibodies. One pt had an anti-c and anti-d and developed an anti-e (present in eluate). The other had an anti-jka and developed an anti-k (present in eluate). This pt went on to develop an anti-c a month later; not as a delayed transfusion reaction. The other two pts had antibody, screens were negative and an immediate spin crossmatch was used. Customer stated that these two pts had antibodies that fell below detectable levels. It was not until after they had their reactions and the lab requested detailed histories on the pts that they were told that they had histories of waa by the physicians. The customer further indicated that she discussed the incidents that occurred at her facility with "blood bank experts" in her area and was told that the reactions these pts exhibited were possibly due to their medical conditions and were not related to any transfusion reactions.